Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset process, and instructed the caller to continue using the pump while advising them to call back if any malfunction code recurs. The caller acknowledged and understood the instructions.